Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an autofill error occurred and the drive became inoperable. The cardiosave was swapped to a cs100 to continue treatment. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6(evaluation result code), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue; however, this issue would not appear continuously. It was suspected that the communication failure was between the pneumatic module and the system. Therefore, the connector was cleaned and the pneumatic module was checked. Then a preventive maintenance for this iabp unit was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, when therapy started, at first the cardiosave intra-aortic balloon pump (iabp) was driven, but the pressure waveform inside the intra-aortic balloon (iab) decayed and became flat. "Iab catheter required inspection (flow restriction)" and "iab automatic filling" errors occurred and it became impossible to drive. The cardiosave iabp was swapped to a cs100 iabp to continue treatment. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an autofill error occurred and the drive became inoperable. The cardiosave was swapped to a cs100 to continue treatment. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1, g4, g7, h2, h6, h10, h11. Corrected fields: b5, d10, g3, h6 (device codes). Device evaluation was anticipated, but not yet begun. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full event site name in block e1 is nara prefecture general medical center.

Event description:
It was reported that during use on a patient, when therapy started, at first the cardiosave intra-aortic balloon pump (iabp) was driven, but the pressure waveform inside the intra-aortic balloon (iab) decayed and became flat. "Iab catheter required inspection (flow restriction)" and "iab automatic filling" errors occurred and it became impossible to drive. The cardiosave iabp was swapped to a cs100 iabp to continue treatment. No patient harm, serious injury or adverse event was reported.